Event description:
It was reported that during a ptca procedure, while attempting to treat an acute myocardial infarction pt, difficulty was encountered while accessing the lesion. The balloon was eventually placed and inflated and subsequently blood could be seen within the indeflator and simultaneously, severe ECG changes occurred, and immediate emergency measures were taken to reanimate the pt. The system was removed and it was noticed that the distal portion of the balloon catheter remained in the pt. The state of the pt was very critical when pt was transferred to the intensive care unit. The pt was transferred to another facility for cardiac surgery.